Manufacturer narrative:
(B)(4). (B)(6). Lot 13g048 was manufactured from 07/22/2013 to 07/24/2013. The device was returned and is currently in the process of being evaluated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. This occurred either during filling or during storage. There was no patient involvement. No additional information is available.